Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading of 176 mg/dl on the adc freestyle libre sensor scan and experiencing symptoms of sweating and hunger. The customer had contact with a healthcare provider where a reported laboratory reading of 317 mg/dl was obtained within 10 minutes of the sensor scan reading. When plotted on a parkes error grid the results fell into the "b" zone showing the difference in values to not be clinically significant. The customer reported that they were treated with an insulin injection by the hcp. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a reading of 176 mg/dl on the adc freestyle libre sensor scan and experiencing symptoms of sweating and hunger. The customer had contact with a healthcare provider where a reported laboratory reading of 317 mg/dl was obtained within 10 minutes of the sensor scan reading. When plotted on a parkes error grid the results fell into the "b" zone showing the difference in values to not be clinically significant. The customer reported that they were treated with an insulin injection by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.